Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. For lot: 7433111 / serial number (B)(6); manufacturing date: february 18, 2017; expiration date: february 17, 2022. For lot: 7433104 / serial number (B)(6); manufacturing date: february 18, 2017; expiration date: february 17, 2022. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the mnt-men-15-003 clinical trial, participant 817-041. It was reported that a patient underwent breast augmentation, as part of a clinical study, with unknown size unknown gel implants. During the 5 year follow-up visit the patient reported dissatisfaction with procedure outcome. At this time, mentor has received very limited information regarding this event, based on the information provided, the patient suffered breast rippling (wrinkling). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since it was not specified which breast side had the issue, both the right and left implant lot/serial numbers have been added to fields d4. A supplemental report will be submitted when clarifying information is made available. Serial number (B)(6); catalog number 3544600 belong to right side and serial number (B)(6); catalog number 3544650 belongs to left side.